Event description:
During set up for a case, it was noticed that the sterile table cover in a basic pack had a rip at the seam causing a big hole. Per site reporter, medline will report a quality issue and start an investigation. They will also replace the product at no expense.